Manufacturer narrative:
H.6. Investigation summary: investigations: 300 samples were returned to sbdm, lot number is 1908212. House sample package leakage test for same lot of the complaint sample: sbdm conduct test to check paper dust compare between received samples and retention samples ((B)(4) per each samples), and found similar amount of dust both received and retention samples. House sample inspection: sbdm inspected (B)(4) house samples from lots 1908212 & 1909042, no abnormality observed. DHR review: sbdm reviewed the manufacturing record, no abnormality observed. Customer complaint record review: sbdm reviewed the customer complaint record, there is no same issue of the same product from other customer. Root cause: from investigations, the likely cause was that dust was created when the customer separated 10ml syringe packages. This is because the paper and film are attached by heating and there is coating on the paper to attach film and paper by heating. There is high likelihood the dust caused when the paper and coating is separated. Corrective actions: 1. Sbdm conducted quality training on this customer complaint for syringe assembly line workers. 2. Sbdm implemented tightened product & process management and strengthening quality inspection for syringe manufacturing process. 3. Sbdm review heater in the syringe blister packing line. 4. Sbdm discussed with paper supplier for less dust such as other coating methods on the paper or change paper structure to reduce dust. H3 other text : see section h.10.

Event description:
It was reported that when opening packages there are paper shards thus affecting the sterile field with a bd syringe 10ml 21g 1-1/4in. The following information was provided by the initial reporter: syringe packages make a lot of paper dust. When the customer separated 10ml syringe packages, it made a lot of paper dust. It cannot be used sterile field.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as greater asia is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when opening packages there are paper shards thus affecting the sterile field with a bd syringe 10ml 21g 1-1/4in. The following information was provided by the initial reporter: syringe packages make a lot of paper dust. When the customer separated 10ml syringe packages, it made a lot of paper dust. It cannot be used sterile field.